Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an infection occurred. Approximately four weeks post implant, the patient noticed the pocket site was reddened and drainage was present. The patient was placed on oral antibiotics. The pocket site opened two days later. Pocket culture was positive for 'normal skin flora.' The lead tip culture was positive for coagulase negative staph 'likely contaminated upon removal from vein through' the pocket. The lead was removed and replaced and the patient was placed on intravenous antibiotics. No further patient complications have been reported as a result of this event.